Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and 1 colony forming unit of citrobacter freundii was identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process stating that no pre-cleaning detergent is used. The manual cleaning detergent used is ddn9 franklab, and the automated endoscopic reprocessor (aer) used is a soluscope series 4 reprocessor. The aer detergent is soluscope cln, the aer disinfectant is soluscope paa, their storage practice is a non-olympus cabinet and olympus is the maintenance company. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. 3 colony forming units of pseudomonas stutzeri were identified. The results obtained did not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The endoscope will be reprocessed, and additional testing will be performed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party testing, device evaluation and the legal manufacturer's final investigation. Olympus reprocessed the subject device in accordance with the instructions for use (IFU) and sent to a third-party for re-culture testing. The results were <1 colony forming unit (cfu) and no microorganisms were detected. The results received comply with the country¿s regulations. The device was evaluated where no abnormalities were found that could have led to the positive culture. During the evaluation of the device, it was noted that the connection between the bending section and distal end was detached due to adhesive peeling around the bending tube. In addition, the ultrasound probe was damaged and there was deformation of the tube. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." This supplemental report includes a correction to device available for evaluation from the initial medwatch. Olympus will continue to monitor field performance for this device.